Event description:
I had the essure permanent birth control device inserted. The doctor failed to tell me I needed to get an x-ray to make sure it worked. More than 6 months later I learned from my doctor for the first time that I needed to have an x-ray to make sure the device was "installed" properly. When I had an x-ray it showed that one of the tubes had floated right through my fallopian tube. I then had a tubal ligation and the doctors tried to remove essure but could not get to it. Device "last" inside of me.